Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that recently the patient's stimulation coverage has changed and she does not get good therapy at this time. Patient denies any falls or precipitating events. Impedance testing reveals impedances greater than 10k ohms on 2, 3, and 6. The rep reprogrammed around these contacts and was able to establish very good coverage once again.  The issue resolved.